Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer states pump was not exposed to high magnetic environment. Customer was able to rewind the pump. Customer performed self test and the pump passed the test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.